Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise, the triggers were sticking and the coupling head was worn. It was further noted that the internal electronic and mechanical components were extremely corroded and covered in an unknown substance; furthermore the electric motor and electronic control unit were an old version. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion from improper cleaning / sterilization and maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tplo procedure on a canine, it was observed that the small battery drive device was making a noisy squeaking sound and then just stopped working. During in-house engineering evaluation, it was observed that the device was making an unusual noise, the triggers were sticking and the coupling head was worn. It was further noted that the internal electronic and mechanical components were extremely corroded and covered in an unknown substance, furthermore the electric motor and electronic control unit were an old version. There was a delay reported in the surgical procedure. An identical device was available for use to complete the procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.